Event description:
After medical review this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial information for this unsolicited report was reported by a consumer via company representative and forwarded by local affiliate (local reference number (B)(4)). This case involves an adult female patient (age unspecified) who decided to correct face contour using poly-l-lactic acid (sculptra) 6 months ago ((B)(4) 2011). She found some "clinic" and bought one poly-l-lactic acid bottle from the clinic. At the same place, some doctor performed poly-l-lactic acid injection to the eye pit and cheek area. Several days after, the patient experienced blepharoptosis, fibrosis and subcutaneous nodes. The patient was still experiencing these problems at the time of this report. No information was available about the package or batch number for poly-l-lactic acid. The information was transferred to the local counterfeiting manager and regional security director. No medical history or concomitant medications were reported. Corrective treatment: unknown. Action taken: not applicable. Outcome: not recovered.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated march 05, 2012: the report lacks the significant medical information such as, time to onset, location of fibrosis, sculptra dosages and physician opinion, reason why sculptra was injected in eye pit, corrective treatment and ptc report for the complete assessment of this report. Note: injection of sculptra in eye pit is considered as off label use.